Event description:
The field engineer reported that the customer could not view the live image on the system. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended.